Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the x2 monitor did not provide an arrhythmia alarm. The patient is deceased.